Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported damage to the enclosure and keypad. The functional evaluation found the device was unable to generate negative pressure, establishing a relationship with the reported event. The root cause has been identified as a leaking vacuum motor, although contributory factors could include mishandling due to the damage reports. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. B5 updated.

Event description:
It was reported that the device has visible dents and the push buttons are damaged. Additionally, during service evaluation, the device failed the vac decay test therefore cannot generate and control negative pressure. No patient involved.

Event description:
It was reported that during service evaluation the motor was leaking and the device failed the vac decay test therefore the device cannot generate and control negative pressure. No case involved.